Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine if the bent cannula or any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 900 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dizziness, fatigue and vomiting. The patient also reported experiencing redness or swelling at the pod site. The patient was reportedly treated with intravenous insulin drip. The pod was removed at the ER. When removed from the infusion site (arm), the pod's cannula was found bent. The patient was released after 4 hours in the ER.